Event description:
Reporter stated that patient had received a blood glucose reading of 127 mg/dl, using the suspect device. One hour later, patient was not feeling well and phoned emergency medical services. Reporter stated that patient's blood glucose measured 27 mg/dl, on paramedics' blood glucose monitor. Patient was transported to the hospital and treated with food and morphine. Controls had not been run on the suspect device. A request was made for the return of the suspect product and replacement product was sent.